Manufacturer narrative:
Date sent to the FDA: 03/11/2011. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: there are two possible devices involved in the event as follows: prolift pelvic floor repair, gynecare tvt secur system.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 for the treatment of pelvic organ prolapse and stress urinary incontinence. During the procedure, pelvic floor repair mesh and a sling were placed into the patient's body. The patient subsequently experienced erosion, formation of scar tissue, dyspareunia, additional surgeries and neurologic compromise to her structures and tissues. No additional information was provided at this time.